Manufacturer narrative:
On aug 6, 2020 haemonetics manufacturing performed a visual inspection of the received 125 ml bowl from the cell saver set 125-ml and confirmed blood was in the inner core and one bowl crack in the inner core base which resulted in the error the customer received. Although there was no serious injury or harm, past reporting (1219343-2020-00001-01) indicates this particular malfunction on a similar device has been associated with a reported death event. The investigation of 1219343-2020-00001-01 indicated the inner core of the bowl malfunctioned via a crack but did not cause or contribute to the reported incident according to the surgeon that performed the surgery. Haemonetics decided to conservatively report inner core cracks that are confirmed by manufacturing due the event of the past report.

Event description:
On (B)(6) 2020 haemonetics (B)(4) was informed by customer (B)(6) medical center that after a aortic valve replacement (avr) in combination with coronary artery bypass graft (CABG) surgery, "long-term blood return" alarm occured during processing in the blood return process utilizing the cell saver® elite® plus autotransfusion system and cell saver® elite set - 125ml . When the customer lifted the bowl, blood flowed into the core, and replaced it with a new bowl. There was no reported impact to patients' health.